Event description:
Procedure type: lap chole. Reportedly, a triangular piece from the jaw of the device broke off in the surgical cavity. The piece was retrieved and cautery was used. This caused an approximate delay of 45 minutes to or time. The incision was not increased, there was no bleeding, and the patient's current condition is well. No patient injury was reported.